Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular (iol) implant procedure, a patient experienced visual discomfort. The lens was exchanged five months later for a different model iol due to residual astigmatism and asthenopia. Additional information has been requested.